Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Corrected information: h6 (annex g). Summary of event: as reported, during a procedure involving retrieval of an unknown inferior vena cava filter, the sideport tubing disconnected from a flexor high-flex ansel guiding sheath. Access was obtained in the jugular vein. The anatomy was not tortuous, scarred, or calcified. It is unknown if resistance was encountered upon insertion or removal of the device. It is unknown if the dilator or any other device was in the sheath lumen at the time of the event. An unknown filter retrieval set was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation. A document-based investigation evaluation was performed. No related non-conformances or additional complaints were found on the final lot, subassembly lot, or raw material lot. The product IFU states ¿using the side-arm of the valve, flush the sheath by filling the sheath assembly completely with heparinized saline.¿ a supplier investigation was requested for the affected component. The supplier found no anomalies on the material lot and concluded that the device was manufactured to specification. The information provided upon review of the dmr, DHR, IFU, and supplier investigation suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the information provided and the results of the investigation, cook has concluded that a component failure, unrelated to manufacturing or design deficiencies, contributed to this event. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr, part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a procedure involving retrieval of an unknown inferior vena cava filter. The sideport tubing disconnected from a flexor high-flex ansel guiding sheath. Access was obtained in the jugular vein. The anatomy was not tortuous, scarred, or calcified. It is unknown, if resistance was encountered upon insertion or removal of the device. It is unknown, if the dilator or any other device was in the sheath lumen at the time of the event. An unknown, filter retrieval set was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures, due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects, due to this occurrence. Additional information has been requested.